Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
A customer reported they were getting an advisory from the system telling them the handpiece was occluding during a day of procedures. Once they replaced the cassettes, they were able to complete the procedures with no harm to the patients. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. A review of the device history record indicates the order was built to specification. Fifty-two unopened cassette packs were returned. 7 of the 52 samples were visually inspected and no obvious defects were observed. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fittings at the aspiration tubing insertion end. The seven samples were tested using the console. The samples could be recognized and the service data could be retrieved from the console. The samples primed and tuned successfully and reached max. Vac. When the drain bags were lifted to allow liquid into upper portion of bags and check for leaks around the drain ports and upper seam. No leakage occurred. The drain bag tapes were adhered on the cassette properly. The irrigation and aspiration flow rates were within specification. No drop presented from the irrigation luers after 5 seconds. No damage was found on the fittings. No leakage was detected from the tubing insertion to the fittings and to the cassettes. The samples functioned per specification. No source of occlusion could be identified on any sample. The root cause of the customer's complaint could not be established as the returned samples met specifications. After a thorough investigation of this complaint, it has been determined that these samples met specifications; therefore, no action will be taken at this time. The manufacturer internal reference number is: (B)(4).